Manufacturer narrative:
Results: the complaint could not be confirmed for ¿discomfort¿ by product testing alone. The ipg was functionally tested and passed all functional testing. No anomalous outputs were observed. No erroneous signals were observed from the non-programmed channels or the can. The analysis resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and discomfort at her ipg site and as a result she requested a smaller ipg to be implanted. The patient underwent surgical intervention to remove and replace her ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.